Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user paired a new freestyle libre 3 plus sensor to the freestyle app instead of the ilet mobile app, after which the ilet app displayed a message that the sensor was already in use and could not be used with the ilet system. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included customer support troubleshooting and user education regarding correct sensor pairing and app usage. Investigation of this case revealed use error related to pairing the sensor with a non-compatible app, leading to the sensor being locked to another device. It was concluded that the device functioned as designed and that the event resulted from user error in setup and training not completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.